Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) had a bent frame. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. Making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.